Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 12 events were reported for this quarter. Product return status: 5 devices were received. 7 device investigation type has not yet been determined. Event confirmation status: 5 reported events were confirmed. Evaluation results: 5 devices were found to be affected by internal component corrosion. Additional information: 12 devices were not labeled for single-use. 12 devices were not reprocessed and reused.

Event description:
This report summarizes 12 malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. 12 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 12 events were previously reported during the reporting period; however, 1 previously reported event in this report should have been included under MFR report # 0001811755-2019-03594. 11 previously reported events are included in this follow-up record. Product return status: 11 devices were received. Event confirmation status: 11 reported events were confirmed. Evaluation results: 11 devices were found to be affected by corroded internal components.

Event description:
This report summarizes <noe> 11 </noe> malfunction events in which the device experienced a fail-safe problem that could result in unintended activation. 11 events had no patient involvement; no patient impact.